Event description:
This rv lead was implanted on (B)(6)1984 and remains implanted at this time. A call was placed to technical services on (B)(6)2017 stating that a check lead message appeared on interrogation but no out of range noted. Technical service did see intrinsic amplitude less than 3mv. The following physician was dr.(B)(6) at the heart group. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).